Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they hadn't used the communicator since they got the implant 2.5 years ago. Patient stated that they just got their stimulation adjusted yesterday and the stimulation was up real high. Patient said that when they laid down it was way too high and they couldn't even lay down. Patient mentioned that they didn't know how to use the equipment and couldn't get to the therapy screen to go up and down. Patient said that they charged their communicator fully and it took probably 10 hours to charge. Patient noted that the green light kept flashing off and on but eventually the light went off. Patient plugged the communicator into the wall, the communicator showed a green and blue light and then showed a green blinking light. When patient unplugged the communicator from the wall and patient confirmed the communicator light went away. Patient plugged the communicator into the wall and patient tried to connect to the mystim app but the handset showed not found. Agent walked patient through toggling bluetooth off/on and closing all applications. Patient then tried to connect to the mystim app but the handset showed searching for device and did not advance screens. Agent asked and patient mentioned they haven't touched the communicator since 2024 and that was when they last charged the communicator. The issue was not resolved. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and received their replacement communicator. Agent walked patient through linking the communicator to the implant. Patient got a message saying the implant was nearing its end of life. Patient inquired on how to decrease stimulation since their stimulation was up too high. Patient was able to decrease stimulation. Patient also mentioned they were told by their representative that they had about 6 more months before their implant reached its end of life. Patient met with their representative on (B)(6) and the representative changed their programs because the stimulation was not going up their back. Patient mentioned their representative helped them get the stimulation at a really good place. Agent redirected patient to their hcp. Agent closed case.

Manufacturer narrative:
H6: updated codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.